Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the tube of a baerveldt shunt was not draining the fluid. The tube was intact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was inspected by a qualified inspector using a 12x magnification. Investigation shows that the tube is broken. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.